Event description:
It was reported that during the initial drain, the home patient (hp) saw air in the patient line while performing the therapy on the homechoice (hc) device. The hp stated that one of their unused supply line clamps was left open. The baxter technical service representative (tsr) advised the hp to end therapy and start over with all new supplies. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Per "the homechoice and homechoice pro apd systems patient at-home guide", users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.